Event description:
The hosp rep reported a fail code 715, which occurred during biomed testing. Add'l contact info was requested but no add'l contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.